Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer&#38112;blood glucose (bg) levels were low (no values provided). Low bgs were treated by consuming food, and the issue resolved.